Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. The patient was ambulated two hours, at which time bleeding occurred. Manual pressure was applied and hemostasis was again achieved. The patient was kept overnight and released the following morning with only a small hematoma.